Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and failed because the device would not boot up and\or communicate. A receiver downlaod was not performed because the device would not boot up and\or communicate. The receiver was opened and an internal visual inspection was performed and failed due to moisture damage. Pictures were taken. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.